Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information requested and received: please explain what is meant by, there was a bad staple line. Did the device fully cut the target tissue and only partial staple or some staples were missing? It fully cut but visible malformed staples and oozing were the concern. What were the appearance of the staples (were some malformed)? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? White or blue. What other color cartridges were used before and after this event? If buttressing material was utilized, which product was used? Na. Was the instrument fired across or near an existing staple line or clip? No. If any unexpected noises were heard, when were they heard? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was a bad staple line. The mucosa was visible. The surgeon over sewed the staple line to complete the case. There were no patient consequences.